Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level of 593 mg/dl. Customer administered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy.